Manufacturer narrative:
Continuation of d10: product ID 203cx (unknown serial/lot); product type: 0627-cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, two system notices were received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. After the second system notice, blood was observed at the coaxial umbilical cable connection point. The balloon catheter and the coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37639 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed and the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50006 "the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled". Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments were performed and the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the system notice #50006 "the safety system has detected blood in the cath handle, stopped the injection and disabled the vacuum" was confirmed through data analysis. The reported visible blood was confirmed through analysis and the balloon catheter failed return inspection due to an outer balloon distal bond leak and was detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.